Manufacturer narrative:
It was reported that the tubing separated below the drip chamber. Received two new secondary sets model ms3500-15 lot 20043361. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed separations at the engagements between the tubing (p/n 660132) and drip chambers¿ outlet ports (p/n 11689270). Closer inspection under a lab microscope observed that the tubing had insufficient solvent applied at engagements during manufacturing process. No other anomalies were observed with the sets. A dimensional analysis was performed on the tubing¿s inner diameters and the drip chamber ports¿ outer diameters. The inner diameters of the separated tubing were measured and found to be within specification of 0.107 in. The outer diameters of the drip chambers¿ outlet ports were measured and found to be within specifications of 0.122in (+/- 0.002). Functional testing could not be performed on the set due to a leak that would occur from the separations. Bd tijuana manufacturing is aware of this failure and has addressed this issue under CAPA 85340. The CAPA¿s effectiveness check plan targets a 60% reduction in complaints per million and the corrective actions are in place to help mitigate the failure. Bd tijuana manufacturing will continue monitor this issue for an increase in frequency. Equipment used (measurement and inspection performed on 19sep2020): - optical ram-cnc, eq08204, calibration due date: 05feb2021; - calipers, eq02784, calibration due date: 19dec2020. A device history record for model ms3500-15 with lot number 20043361 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 15apr2019. The search showed that there were no quality notifications for the failure mode reported by the customer.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing separated on 2 occasions. The following information was provided by the initial reporter: material no: ms3500-15 batch no: unknown. It was reported tubing is separating below drip chamber. I have never had this problem prior to this week, ever. The tubing on the secondary set is separating from the drip chamber at the connection point just below the drip chamber with literally no pulling at all, it just falls out. I was wondering if this is a known quality issue, or possibly a bad lot of product. Luckily, this has not *yet* happened during a treatment, but has been discovered either before or after a treatment, so no patients have been affected. I have notified my team, and our interim solution will be to check each kit by gently pulling on the line and drip chamber to verify secure prior to using the set for a patient treatment. I'm hoping this is an isolated incident, but it is very unusual for us to have had this happen 3 times in one week, when it has never happened previously in hundreds of sets used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing separated on 2 occasions. The following information was provided by the initial reporter: material no: ms3500-15 batch no: unknown. It was reported tubing is separating below drip chamber. I have never had this problem prior to this week, ever. The tubing on the secondary set is separating from the drip chamber at the connection point just below the drip chamber with literally no pulling at all, it just falls out. I was wondering if this is a known quality issue, or possibly a bad lot of product. Luckily, this has not *yet* happened during a treatment, but has been discovered either before or after a treatment, so no patients have been affected. I have notified my team, and our interim solution will be to check each kit by gently pulling on the line and drip chamber to verify secure prior to using the set for a patient treatment. I'm hoping this is an isolated incident, but it is very unusual for us to have had this happen 3 times in one week, when it has never happened previously in hundreds of sets used.